Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the customer reported that firefly (near-infrared) mode for fluorescence imaging was not working. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting. Prior to calling for support, the reporter explained they had swapped to a backup endoscope, which did not resolve the issue. The tse reviewed the logs and noted an unrelated error 45311, indicating loss of left eye video on the endoscope that was initially docked (pn: 470027-65, sn: (B)(4)). Additionally, the tse noted power warning errors on the endoscope that was docked at the time of the call (pn: 470027-64, sn: (B)(4)). The tse advised the customer to swap to a third (3rd) endoscope. The customer swapped to a third (3rd) endoscope, which resolved the video errors. However, the customer reported the firefly image was still very faint. The reporter explained the background image was gray, not black as it normally was. The staff administered a second dose of indocyanine green (icg), restored the vision to default factory settings, adjusted the firefly brightness, and power cycled the system; however, no changes were seen. The staff did not have the firefly quick reference guide (qrg) to verify the image. The surgeon reported they were unable to see the ureters as the firefly image was not bright enough and elected to convert to open surgery to complete the procedure. The staff requested a field service engineer (fse) to follow up to verify the system. The site called back and performed endoscope tests. The tse advised the site to send the endoscope(s) back. Isi followed up with the nurse and obtained the following additional information: the procedure was converted to an open bowel resection. The patient was discharged home after two (2) days. The surgeon reported that the patient was stable.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation during preventative maintenance (pm). The system was functioning normally with no further issues. The fse advised the customer to return the endoscope(s) that had the errors. The firefly settings were confirmed and verified. The system was tested and verified as ready for use. Isi received the 8mm endoscope instrument (pn: 470027-65, sn: (B)(4)) initially involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported issue of ¿loss of left eye vision¿. The endoscope was found to have no image in the left eye. Error log review indicated a message stating "endoscope image quality may be deficient" right tip heater current being of range. The endoscope could not be repaired and was scrapped. No image or procedure video was provided for review. A review of the instrument log for the 8mm endoscope (pn: 470027-65, sn: (B)(4)) associated with this event has been performed. Per logs, the 8mm endoscope was last used on 29-apr-2021 on system sk3063. The alleged event occurred on the 99th use of the endoscope. 8mm endoscopes have up to 2000 uses. A review of the instrument log for the 8mm endoscope (pn: 470027-64, sn: (B)(4)) associated with this event has been performed. Per logs, the 8mm endoscope was last used on 10-jun-2022 on system sl0659 on the 289th use of the endoscope, indicating this endoscope has been used in subsequent procedures. A review of the instrument log for the 8mm endoscope plus (pn: 470057-05, sn: (B)(4)) associated with this event has been performed. Per logs, the 8mm endoscope plus was last used on 10-jun-2022 on system sl3063 on the 166th use of the endoscope, indicating this endoscope has been used in subsequent procedures. This complaint is reportable due to the following conclusion: during a da vinci-assisted small bowel resection surgical procedure, firefly (near-infrared) mode for fluorescence imaging was not working. The surgeon was unable to see the ureters as the firefly image was not bright enough, and elected to convert to open surgery to complete the procedure. The conversion of the procedure to open surgery is an unplanned medical intervention. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.